Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2017 to address the reported issue. The fse replaced the check valves due to retention time shifts and expanding chromatograms experienced by the customer. The fse primed the system accordingly and tested the pressure/signal/flow of the system prior to running patient sample for precision testing. The fse also adjusted flow rate due to low retention time in 1st few samples and replaced the sampling needle. The fse ran 20 patient samples and achieved and ran customer prepared calibration for four different patient samples 4 times to compare results post control check. The fse was checking for retention shift and recovery hba1c data. The data sets match, all separate sample produce the same hba1c over 4 separate injections. The fse repeated 3 times-same results for each sample. No further action required by fse. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was failure or fault of sampler. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported exploded c grams after the analyzer sits with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.